Manufacturer narrative:
H6 code belongs to the recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that only the recharger was replaced which resolved the issues.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was no recollection of handling anything in particular, but the language was english, and the device's non-detection screen appeared. Furthermore, the stimulation was too strong when the patient was in a supine position, so it became uncomfortable. There were no particular environmental, external, and patient factors that may have caused the event. The language settings were revised while the stimulator was being charged, and it was guided to reduce the intensity of stimulation. The stimulator continued to be charged afterward, and the patient was told to please contact again if the device non-detection does not seem to be resolved. No interventions in particular were taken to resolve the issue. The issue was not resolved at the time of the report. Additional information was received. It was reported that the device could not be charged yesterday (B)(6) 2023, but a device n on-detection was displayed today, and charging did not proceed as expected. Measures were taken to identify the cause of the event and to troubleshoot the problem: the device was not detected, so an attempt was made to charge it, but rm03 was displayed after the charging failure. When the screen was activated after the inducing reset, it was confirmed that the remaining battery power of the stimulator and controller was at 100%. Additional information was received. It was reported that the patient did have adaptivestim enabled. It was reported that the cause of the stimulation being too strong determined was not determined. The issue has since been resolved by simply turning the stimulation down. The cause of the device non-detection and charging issues was determined; the base of the recharger antenna is hot, so it is believed to be a malfunctioning recharger antenna. The battery pack was removed and then temporarily improved, but the same event occurred repeatedly; as a result, they confirmed that the recharger antenna became hot, so they are planning to replace the recharger kit. The issue has not yet been resolved. Additional information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that system pr oblem occurred (77). After occurrence, device non-detection and charge failure were repeated even after reset. Stimulation was a little strong. The controller could not be operated and stimulation could not be reduced. There were no particular environmental, external, and patient factors in mind that may have caused the event. They reattached the battery pack, but repeated device non-detection and charging failure after resetting. The issue was not resolved at the time of the report. The patient outcome was noted as "health damage present". Additional information was received from a manufacturer representative. It was reported that the cause of the non-detection and charging failures was determined; the high temperature of the recharger antenna was also confirmed, so it was presumed that the cause was a malfunctioning of the recharger. The cause of the stimulation being strong and not being reduced was determined; it was because device not detected is displayed. The actions taken to resolve the issue were that the battery pack was removed and attached, reset. And the recharger kit was planned to be replaced (recharger antenna, battery pack). The issue had not yet been resolved. The other details of the system problem screen were that rm03 was confirmed. Additional information was received from a patient via a manufacturer representative (rep). It was reported that the patient called the rep again. They wanted to reduce the stimu lation, so the screen was checked. "Device not detected", on (16) screen is repeatedly displayed, even when the reset operation (charging pack was removed and inserted) was tried, the situation did not change, and no improvement was observed. The stimulation adjustment screen could not be reached, so the stimulation could not be reduced. Communication over the phone was difficult because the patient was old, so they asked the patient to call back when the patient's family is present. After obtaining approval, the conversation ended. The representative determined that replacement was necessary, so the recharger was arranged for shipment. Additional information was received. It was reported that the rep received a call from the patient. The recharger arrived and the stimulator could be charged, but still, even when tried to adjust the stimulator, [device not detected] on (16) screen appeared. They tried the reset operation again, but the screen display did not improve. There is a possibility of a product defect in the controller itself, not the recharger, so they requested that the rep deals with it.

Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# unknown implanted: explanted: product type recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown, report source foreign: japan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was confirmed that the recharger will not be returned. The return for the recharger kit was requested but it has been discarded by the patient.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# unknown implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient g2. Foreign: japan medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.